Event description:
It was reported that oversensing of noise was observed on the right ventricular (rv) lead and the right atrial (ra) lead. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2023-11331.